Event description:
During a procedure to implant a lateral entry femoral nail, the surgeon was reaming and when the 8.5mm medullary reamer head hit the medial cortex it broke into several pieces. Surgeon was able to retrieve all but three small fragments, which currently remain in the patient.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.